Event description:
The tech alleged that the side rail is not latching. No pt impact.

Manufacturer narrative:
The tech found the side rail upper pivot is missing for the side rail end tube. The tech replaced the side rail upper pivot to resolve the issue.